Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient faced infusion set came off on (B)(6) 2026. The patient reported cannula came off while take bath. The insertion site was outsite of thigh or abdomen. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.